Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad-8 device turns off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 26816. Model number 9190 is associated with the gudid number. Part number 26816 is the subassembly to part number 9190. This supplemental MDR updates the model number to 9190 and brand name to rad-8 horizontal signal extraction pulse oximeter to ensure correlation with the gudid database.

Event description:
The customer reported the rad-8 device turns off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols. Product not returned.

Event description:
The customer reported the rad-8 turns off by itself. There was no patient impact or consequence reported.